Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract procedure, a possible nick in the edge of the capsule was observed. After phacoemulsification, a posterior capsule tear was noted. The surgeon indicated the tear did not appear to be related to the nick in the anterior capsule as the nick did not continue to tear. There was no presentation of vitreous, and therefore, no vitrectomy was needed. A monofocal three piece intraocular lens implant was placed in the sulcus.

Manufacturer narrative:
A company clinical analyst reviewed the case and provided feedback. The following is a review of the information: ¿this is a 62 year old female patient, scheduled for laser assisted cataract extraction. The surgeon states a ¿possible nick in the edge of the capsulorhexis.¿ the surgeon stated that it did not appear to be related to the ¿nick¿, as that nick did not continue to tear. There was no presentation of vitreous, and therefore no vitrectomy was done. The surgeon had planned to use a single piece multifocal intraocular lens (iol), but changed to a mono focal (three piece) lens, which was placed in the sulcus. The iol was implanted. The patient was listed as doing well. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was manufactured on october 24, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).